Event description:
It was reported that the patient presented during routine device follow-up. During procedure, it was noted that the patient was symptomatic of thrombosis. Patient symptoms of thrombosis was resolved and there were no patient consequences.